Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in new zealand it was reported that on (b)(6 2024, during start-up, hamilton t1 (sn (B)(6) entered ambient mode on startup and reset by pressing on/off button for 10s. Startup failed (black screen) with sw 2.2.4 or higher. Continuous alarm without visible alarms or logging tfs in the event log, screen remains black. As immediate action performed, soak tested overnight-run on asv mode continuously for 12 hours. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related that in some rare cases the ventilator does not complete the boot sequence upon initial startup (initialisation problem esm board em10). Accordingly, the following work around shall be considered: 1. Turn off the device by holding the power key for at least 10 seconds 2. Turn on the device again by pressing the power key the performance of the device will not be affected if the boot sequence completes successfully after a second startup. Replace the esm board if the device does not complete the boot sequence after the second startup. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 13 february 2024 from a customer in new zealand. It was reported that on 13 february 2024, during start-up, hamilton t1 (sn (B)(6)) entered ambient mode on startup and reset by pressing on/off button for 10s. Startup failed (black screen) with sw 2.2.4 or higher. Continuous alarm without visible alarms or logging tfs in the eventlog, screen remains black. As immediate action performed, soak tested overnight-run on asv mode continuously for 12 hours. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related that in some rare cases the ventilator does not complete the boot sequence upon initial startup (initialisation problem esm board em10). Accordingly, the following workaround shall be considered: - 1. Turn off the device by holding the power key for at least 10 seconds. - 2. Turn on the device again by pressing the power key. - the performance of the device will not be affected if the boot sequence completes successfully after a second startup. - replace the esm board if the device does not complete the boot sequence after the second startup. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.